Event description:
It was reported that on (B)(6) 2010 the patient underwent stenting in the mid left anterior descending (lad) coronary artery with one promus stent. On (B)(6) 2010, the patient had angina. Revascularization was performed in the non-target lesion in the proximal lad. The index promus stent in the mid lad had no restenosis. On (B)(6) 2010, the patient had an unknown, frequent number of premature ventricular contractions (pvcs). Carvedilol was started on (B)(6) 2010. On (B)(6) 2010, the patient had three pvcs found via ambulatory electrocardiogram monitoring. The patient was discharged home on (B)(6) 2010; however, the hospitalization was prolonged due to the pvcs. There was no adverse patient sequela. There was no additional information.

Event description:
Additionally, during the index procedure, on (B)(6) 2010, no predilatation was performed. During deployment the promus rx balloon was inflated to 18 atmospheres.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4) - no pre-dilatation performed; inflation above rated burst pressure. There was no reported product deficiency and the product was not returned. The reported patient effect of arrhythmia, as listed in the promus instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It should be noted that the precautions during use section of the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The warning section of the IFU further warns: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure (rbp: rated burst pressure) as indicated on product label. [Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection].